Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an unapproved viscoelastic with the delivery system used. Root cause: the root cause could not be identified by the investigation. The sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 04/21/2011 by fax and mail. Two completed questionnaires were received on 04/21/2011 and 04/29/2011. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, a patient has refractive surprises and sees glare on edges of lights and doubling of light images. In a follow-up, the surgeon reported the events continue. Additionally, the information from the surgeon indicated that an unapproved viscoelastic was used for the delivery system. There are two medical device reports associated with these events. This report is for the right eye.